Manufacturer narrative:
A batch record review found no discrepancies related to the reported complaint. Process checks and quality checks were performed and yielded acceptable results. No additional action is required and this complaint will be closed. The issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).

Event description:
The end user reports that the wafer is very difficult to remove and as a result she experienced "skin stripping." She also describes the peristomal skin area as open and weepy in spots especially under the tape collar. No further details have been provided.